Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was unable to perform displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is button error alarm. The blood glucose reading is 197 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.